Manufacturer narrative:
(B)(4). One empty labeled winding former and a needle-suture combination of product code sxpp1a405, lot pe5013 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the suture detached in the surgery of tibial fracture".

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe5013 batch number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent surgery of tibial fracture on an unknown date and barbed suture was used. The fixation feature of the suture detached in the surgery. Changed to another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.